Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
There was report that it was unclear if the catheter was in the right position and then discovered it had dislodged. A new catheter was implanted on (B)(6) 2013. The patient had been experiencing hypotension/low blood pressure and the patient¿s dose was being titrated down. The rate of infusion was decreased from 499.6 micrograms per day to 250 micrograms per day. This device system delivered lioresal. No further information was available at the time of the report. Additional information has been requested.

Event description:
It was further reported that the patient had hypotension and hypertension was bradycardic and hypothermic. The patient was also found to have urinary sepsis as well as wound sepsis. The catheter issue and location were reported as ¿unknown.¿ it was not known if other troubleshooting was done but the catheter was replaced on (B)(6) 2013. The patient had been discharged on effective therapy. It was further clarified that the sepsis had started prior to any surgery for the pump. The patient had a pic tube removed and that got infected, which all took place prior to pump. The health care provider confirmed the sepsis was not related to the pump/system at all. The patient outcome was not known at this time. The patient had an appointment scheduled for (B)(6) 2014. This would be the first appointment since surgery.